Manufacturer narrative:
Investigation summary: material #: 367957 lot/batch #: 1245697 bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for gel air bubbles was observed. Additionally, retention samples from bd inventory were evaluated by visual examination and the issue of gel air bubbles was not observed. 100 retained samples were visually inspected, and no gel bubbles were found. This is a cosmetic defect which should not impact on the efficacy of the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubbles based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes customer think that there is something wrong with the gel, that it doesn't work well. The following information was provided by the initial reporter. The customer stated: ¿this is one place where this happened. Because of the red cells, customer think that there is something wrong with the gel, that it doesn't work well."